Manufacturer narrative:
Analysis found there was a screen display issue. As a result the display was replaced. The device was calibrated and then passed final testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a screen display issue. The external pulse generator (epg) was returned for servicing. There was no patient involvement.